Event description:
It was reported that the 3.5 x 28 mm implant was deployed at 12 atmospheres for 30 seconds. The balloon was deflated, but it could not be withdrawn as it was sticking. The balloon had to depressurised a couple of times and negative pulled again before the balloon could be removed. Once removed from the patient the balloon looked like any other balloon; no abnormal appearance. There was no suspected deflation issue. The procedure completed as normal and was successful. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.